Event description:
Complainant alleged that medics responded to a call for a patient with chest pains. While attempting to monitor the patient (age & gender unknown) the device failed to power on. Complainant indicated that there were no other device's available to monitor the patient, so the patient was transported to a nearby emergency room for treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The device was taken out of service and evaluated. When the device was powered on with ac power it displayed "pacer fault 116" and "defib fault 72" messages.